Event description:
The pt was reportedly experiencing pain, redness, swelling, and scabbing at the implant site since falling down the stairs and hitting the magnet site. The pt was also experiencing intermittencies. External equipment was exchanged; however, this did not resolve the issue. Testing showed that the device is functioning. The pt was recommended to discontinue wearing the external equipment and use neosporin daily. Advanced bionics is in the process of gathering more info.